Event description:
It was reported that the ilet pump battery did not hold a charge despite charging indicators appearing normal, and the user experienced interruptions requiring device disconnection for charging; troubleshooting verified use of the beta bionics charging pad and adapter, proper orientation, a functional outlet, and dry components, and a replacement ilet was issued with successful return of the original device. Symptoms included hyperglycemia with a reported peak of 310 mg/dl and elevated glucose for approximately two hours, with device alerts for high glucose over 90 minutes. Outcomes included user-implemented backup therapy without ketone testing, medical intervention, or assistance, and no immediate adverse health effects. Investigation included remote assessment, charger and outlet verification, evaluation for electromagnetic interference, and confirmation of charging pad indicator behavior. Investigation of this device revealed a suspected battery performance issue consistent with battery depletion or retention failure while the charging system functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was likely device battery degradation or malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.